Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, high thresholds, no measured r-waves and no capture at max output. A programming change was made to pace from the left ventricle (lv) only and a rv lead revision procedure was scheduled. Three days later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.